Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to generator change, the patient's pacemaker system exhibited pacing spikes and loss of capture. It was suspected that the problem may be due to a poor autocapture template or a lead micro-dislodgement. The pacemaker was explanted and replaced. During the generator change, the chronic lead were tested and seemed fine so the physician decided to keep the leads. Post-procedure, the right ventricular lead exhibited unstable varying capture thresholds. Further testing and programming were discussed. Patient would continue to be monitored.